Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/03/2017 with the following findings: the returned battery cap, as well as a test cap, attach to the pump but continue to spin without the yellow o-ring visible. The battery compartment was cracked at the threads to the left of the bumper. One unexplained record of power on reset event was observed in the black box data on 11-30-16 at 09:55. The pump was successfully run on a 24-hour basal program with no reboot occurrences. Investigation did not duplicate the complaint of intermittent power during investigation. There was no damage, defect or contamination of the pump¿s interior components.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked with intermittent power. The battery compartment cap top was worn. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.